Manufacturer narrative:
Review of product complaint history confirmed there are no other complaints associated with this device. Review of the DHR confirmed this device passed all previous tests and inspections, however, there is no indication in the DHR that the library configuration requested by the customer was ever loaded to the device and the end user received a default configuration instead. Review of the event history log from the device confirmed no infusion has been run on this pump, so the reported claim that the device was used previously and then changed library configurations on its own is not verified. However, it is confirmed that the device was not configured to the customer's library configuration prior to shipment.

Event description:
On (B)(6). 2023, infutronix received a report from a healthcare facility that an infusion pump that was received was not the correct configuration for their facility and the device was rendered unusable. The reporter indicated the pump "has a different library. No idea how it got changed since we have used it". No other details were provided associated with the event.